Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. The patient previously underwent a revision and since is experiencing pain. The operative notes indicated good stability, full extension, and excellent patellar tracking with trial components. The revised patella was cemented into place and had good tracking with no lateral release required. Components appear to be implanted at the correct orientation and fit as per the surgical technique. Office visit notes reported mild swelling, venous stasis, good range of motion, and excellent flexion, but is having anterior knee pain. The x-rays looked good. Subsequently, office visit notes indicated that the patient returned for severe spine stenosis, but the left knee was also examined at this time. Examination revealed mild swelling, good patellar tracking, flexion contracture related to poor hip range of motion, good stability, and no tenderness. It is unknown if the pain has progressed. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing post-operative pain.